Manufacturer narrative:
Investigation findings: no lot code: with no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaint trending & analysis is performed monthly per pr-00023, where a cross-functional team meets to review complaint trends, medical device reports ((B)(6)), and complaint-related corrective actions. Since no root cause was found, there is no corrective or preventive action that can be taken at this time. No further information is available at this time.

Event description:
The consumer stated she was diagnosed with toxic shock syndrome by an ER physician first week of (B)(6). This was confirmed by blood tests. She had the click tampon in for 2 hours before her symptoms occurred. She experienced generalized rash, pain, chills with hot spells, cramping, dizziness and fever. She stated these symptoms had been occurring intermittently over the last several months. She was admitted to the hospital for a three night stay. Consumer did have a follow-up appointment with her physician on (B)(6) 2017. There have been three more attempts to contact the consumer, but we have not been successful. No further information is available at this time.